Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with tests results from results obtained of 148, 162, 133, 144 and 170 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2019, a back to back blood test was not performed by customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 07/31/2019 and customer did not know the open vial date. The meter memory was reviewed for previous test result history: (B)(6).